Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23076. It was reported that during revision surgery (manufacturer reference number: 1627487-2020-23064), while physician attempted to explant patient¿s ins, leads at left s1 and left l5 positions got displaced. Physician explanted and replaced the left s1 lead. It was reported that patient does not require the lead at left l5 position anymore, so physician elected to explant the lead. This addressed the issue.